Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.50x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage; damage was noted to stent strut rows 9 to 11 (counting from the distal end of the stent). The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. The device was loaded onto and tracked over 0.014'' guidewire without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21oct2019. It was reported that advancing difficulty was encountered. Vascular access was obtained via the right femoral artery. The 70% stenosed, 22mm in length, concentric, de novo target lesion was located in the severely tortuous and non-calcified, 2.5mm in diameter left circumflex artery. A 6f ebu 3 was used coaxially, and after a non-bsc wire crossed the lesion, pre-dilatation was performed with 2x12mm maverick and non-bsc balloon catheters, leaving 70% residual stenosis in the lesion. A 2.50x24mm promus element drug-eluting stent was advanced for treatment but was unable to track. The device was removed and pre-dilatation was performed again. Another 2.50x24mm promus element stent was deployed and was post-dilated with 2.5 x15 quantum maverick balloon catheter and completed the procedure with good result and better clinical outcome. There were no patient complications reported and the patient's condition was stable. However, returned device analysis revealed stent damage.